Event description:
Boston scientific received information stating: lead failure. (B)(6), canada , dr. (B)(6), implant date: on (B)(6) 2010, explant date: on (B)(6) 2012. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).